Event description:
The customer reported that the ventilator will not power on either on ac power or battery. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned power management board shows that the component failure y1 and q42 shorted on the pm pcba prevented the ventilator to power on.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Updated.